Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient's parents said that their child cannot hear very well. The parents and child came to the med-el (B) (4) office for testing. Testing showed that 4 electrode channels were now with hi and 3 electrode channels had short circuits. Looking back at previous measurements from (B) (6) 2008, it showed that 2 electrode channels with hi and 2 electrode channels with short circuits.